Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Please verify which display device the patient is using as this is a complaint code related to the mobile app. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.